Event description:
Customer reported levofloxacin 750mg primary infusion completed in 45 minutes instead of 90 minutes. The programmed infusion rate was 166.67ml/hour with vtbi 250ml. The infusion started around 0830 and around 0915, the device was alarming infusion complete and the ivv bag was empty. Customer requests event log review from (B)(4) on (B)(6) 2014. There was no report of pt harm or medical intervention. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
MFR's report date: 07/09/2014. (B)(4). Pt info requested and all available info is included in sections a and b. This report was filed by the MFR. Devices not received, log review only. The event log have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.